Manufacturer narrative:
(B)(4). The device history review for the product auto endo5 ml, lot number 73a1500441 investigation did not show issues related to the complaint. The device sample has not been returned for investigation at the time of this report. The manufacturer will continue to monitor and trend related events.

Event description:
Alleged event: the applier misfired and some clips fell out of the device. All clips were removed from the patient's abdomen. The patient's condition was reported as fine.